Event description:
On (B)(6) 2012, it was reported that the pt's infusion device switched off w/o first displaying any alarm or error message. The pt changed the battery, but the device did not turn back on. On (B)(6) 2012 at 12:00 pm his blood glucose level was 103 mg/dl, he ate 4 be, and he administered 14 units of insulin via the infusion device. At 7:30 pm his blood glucose level was 233 mg/dl and that is when he found that the infusion device had shut down. At 8:10 pm the pt contacted his doctor for advice regarding making blood glucose level corrections via insulin injection. The pt administered 8 units of insulin via pen, at 2 be, and had ketone 0.2. At 10:30 pm, his blood glucose level was 232 mg/dl and he administered 6 units of insulin via injection. On (B)(6) 2012 at 3:30 am, his blood glucose level was 212 mg/dl and he administered 3 units of insulin via injection. At 7:14 am his blood glucose level was 259 mg/dl, he ate 4 be, and administered 16 units of insulin via injection. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.